Manufacturer narrative:
Results: the catheter showed multiple flat spots attributable to post complaint handling damage. There is a flat spot that is not attributable to post complaint handling between 8.7 and 9.5 cm from the distal tip. The flattening seen from the tip to 2.8 cm and the flat spots centered at 4.9 and 5.7 cm from the tip are all in the same plane and consistent with handling/return shipping damage. A 0.070" mandrel was introduced into the hub and advanced distally. The mandrel stopped at the first of the handling induced flat spots, approx 14 cm from the hub. The distal tip of the catheter was introduced into a demonstration shipping tube. The flattening of the tip prevented proper introduction into the tube. The catheter is non-functional. Conclusion: the flat spot between 8.7 and 9.5 cm from the tip is consistent with the damage reported in the complaint. The width of this flat spot is greater than the width of the flattened tip and the handling damage. Since these flat sections would not fit into the shipping tube, the damage to the catheter probably happened after its removal from the packaging. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The technique took the neuron delivery catheter 070 out of the package and the tip was kinked. The technician opened a second one.